Event description:
This 17 mm valve was implanted in a (B)(6) pt with down syndrome and complete av canal repair. The valve initially functioned with free leaflet movement. Five days postoperatively, both leaflets were reported to be malfunctioning. The pt was in need of reoperation and the surgeon requested a 15 mm mechanical valve in case subannular impingement of leaflets was causative of the current issue. The valve was explanted eight days postoperatively and was replaced with the 15 mm sjm mechanical valve.